Event description:
Ambulance personnel were attending to a pt condition unk. External pacing was initiated, however allegedly the pacer would not turn on. The rptr did not report any adverse effects to the pt as a result of the alleged malfunction.